Event description:
The event is reported as: during surgical procedure, the physician had issues with a da vinci balloon port. This complaint references a third port that was used by the physician after the first and second ports failed. The physician noticed this third port that was used was not staying on the pt. Upon examination, he noticed the distal tip of the cannula (from the balloon to the distal tip) had broken off inside the pt. A fourth port was used with no problems. The fragment was successfully removed from the pt. There are three separate complaints opened for each of the three ports used by the physician. No injuries reported.

Manufacturer narrative:
Product has been received by manufacturer, but investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.